Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the keypad buttons stopped working the same morning. There were no reported blood glucose excursions as a result of the alleged malfunction. The reporter stated that the patient wears the pump in a pocket and does not clean the pump. This complaint is being reported because the alleged keypad issue remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 05/30/2012-device evaluation: the pump has been returned and evaluated by product analysis on 05/01/2012 with the following findings: investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. The complaint regarding the main keypad buttons could not be duplicated on investigation. Evaluation revealed that the bolus button cover and plug are detached from the pump and the bolus button is inoperable. There was corrosion observed on the bolus button. Insulin can be delivered using the normal bolus feature. This defect is not likely to cause or contribute to an adverse event.